Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ambulance transportation of the patient, leading to an emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's spouse called for emergency due to patient going through a hypoglycemic episode and had the emergency doctor attempt to treat the patient with glucose but the patient's blood glucose (bg) level did not rise, leading the emergency doctor to take the patient to the emergency room at asklepios klinik weissenfels hospital. The patient's blood glucose levels declined to 1.9 mmol/l (34 mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include the patient feeling unwell with dizziness and vomiting for over 2 hours. The healthcare provider (hcp) removed the patient's pod and treated them with multiple glucose doses. When the patient's bg readings were around 20 mmol/l (360 mg/dl), the patient was discharged on that same day. When the patient came home, a new pod was applied.